Manufacturer narrative:
(B)(6). The manufacturer's field service engineer was unable to duplicate the vent shutdown, but was able to duplicate the o2 alarm; the external o2 sensor was disconnected. The manufacturer's field service engineer repaired the unit by replacing the external o2 sensor. The unit successfully passed extended self test and performance verification test.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device shut down while in use and gave an oxygen alarm. No patient harm reported.